Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician did not observe the release of the first flange. Similarly, the second flange was released but remained not visible. The physician was unable to visualize the stent deployment inside the patient. Consequently, the patient underwent an x-ray which confirmed the absence of a stent. Upon further inspection, it was confirmed that no stent had been deployed within the scope. As a result, the procedure was not completed. However, on a subsequent attempt, an axios stent was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (device codes) has been corrected. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the packaging and the stent were not returned. Visual examination of the returned device found the inner sheath kinked and the outer sheath detached. No other problems were noted with the delivery system. The reported event of device misassembled during manufacturing or shipping cannot be confirmed. The device returned without the packaging; it cannot be confirmed if the stent was loaded in the delivery system prior to opening the package. Additionally, the investigation concluded that the observed problems of inner sheath kinked, and outer sheath detached were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician did not observe the release of the first flange. Similarly, the second flange was released but remained not visible. The physician was unable to visualize the stent deployment inside the patient. Consequently, the patient underwent an x-ray which confirmed the absence of a stent. Upon further inspection, it was confirmed that no stent had been deployed within the scope. As a result, the procedure was not completed. However, on a subsequent attempt, an axios stent was successfully implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician did not observe the release of the first flange. Similarly, the second flange was released but remained not visible. The physician was unable to visualize the stent deployment inside the patient. Consequently, the patient underwent an x-ray which confirmed the absence of a stent. Upon further inspection, it was confirmed that no stent had been deployed within the scope. As a result, the procedure was not completed. However, on a subsequent attempt, an axios stent was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the packaging and the stent were not returned. Visual examination of the returned device found the inner sheath kinked and the outer sheath detached. No other problems were noted with the delivery system. The reported event of packaging component missing was not confirmed. The device returned without the packaging; it cannot be confirmed if the stent was loaded in the delivery system before the procedure. Additionally, the investigation concluded that the observed problems of inner sheath kinked, and outer sheath detached were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.